Event description:
A malfunction was reported on a pump by the caller, but no notable events preceded it. There was no adverse impact to the customer's blood glucose level. The customer successfully reset the pump without further issues, and was advised by technical support to continue using the device and to call back if the malfunction recurs. No additional information was received regarding the outcome of the event.